Manufacturer narrative:
Evaluation of the returned pod coil revealed multiple kinks throughout the length of the pusher assembly, coagulated blood on the embolization coil, and the introducer sheath was ovalized. During the functional test, the pod coil was advanced out of its introducer sheath with resistance. Resistance was then encountered while attempting to re-sheath the pod coil and the coil could not be re-sheathed. Therefore, no further functional testing could be performed. The reported complaint could not be confirmed and the root cause of the resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance experienced during the procedure.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod coil and was unable to advance the coil very far into the microcatheter. The pod coil was withdrawn and re-advanced multiple times, but was unable to advance past the same spot. Therefore, the pod coil was removed. The procedure was completed using a total of five additional pod coils and pod packing coils (pod pcs) with the same microcatheter. There was no report of an adverse effect to the patient.